Manufacturer narrative:
Evaluation of the returned cat7 confirmed a kink in its proximal shaft. If the device is forcefully mishandled at an extreme angle during advancement, damage such as this may occur. During decontamination, the cat7 was flushed with air while submerged in the bleach solution, and no bubbles were observed; therefore, the reported air leak from the catheter could not be confirmed. The cat7 was unable to advance through a demonstration cat12 due to the kink in its distal shaft. This kink was not indicated in the complaint; therefore, this kink was incidental to the complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the pulmonary artery using an indigo system aspiration catheter 7 (cat7) and indigo system aspiration catheter 12 (cat12). During the procedure, the cat7 bent near the hub when being advanced into the cat12, causing the proximal end of the cat7 to crack and have an air leak. It was reported the physician was telescoping the catheters to access more distally. Therefore, the cat7 was removed. The procedure was completed using the same cat12. There was no report of an adverse effect to the patient.